Event description:
The pt reported that she was experiencing elevated blood glucose at 580 mg/dl. The pt administered a 10 unit bolus and checked her blood glucose level an hr later and her meter registered "hi" (generally greater than 500 mg/dl). She then bolused another 5 units, and when she checked her blood glucose level, it still registered "hi". She was advised to disconnet from her infusion device and bolus 3 units to see if any insulin would drip from the end of the infusion set tubing. The end of the tubing remained dry. She was then advised to place the infusion device in stop mode and prime the infusion set to ensure no air bubbles were in the tubing. The pt primed 5 units and saw insulin dripping from the end of the tubing. The pt also said that she has had some surgeries, so it is possible that she has some scar tissue in her stomach. She normally wears the infusion set in her stomach or on her sides. The pt has also been under a lot of stress recently. She stated that she is feeling ill like she has the flu, but she knows it is because of her elevated blood glucose. The pt was educated on the usage requirements of the infusion set, piston rod and cartridge. She was also educated on how to use good site rotation techniques. No medical assistance was necessary from a healthcare professional. The pt received a follow-up phone call and she stated her blood glucose level was better (no blood glucose value provided). No product will be received for evaluation.

Manufacturer narrative:
Product not returned for eval.